Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. On (B)(6) 2018 the system was explanted. Vegetation was not noted on the leads. The patient¿s condition before, during and post procedure was stable.